Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter; product ID 8578, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that pump was being replaced as the catheter was ¿having issues¿. The healthcare provider (hcp) wanted to ¿start from scratch¿ on the dosing. The device system was used to deliver 12ml saline, 4ml baclofen at 2,000mcg/ml and 4ml dilaudid at 10mg/ml. Additional information was requested but was not available at the time of this report.

Event description:
It was later reported that the pump was replaced due to end of service (eos). The patient experienced pain due to a catheter issue. The catheter was also replaced.

Manufacturer narrative:
(B)(4) is being updated to (B)(4). Conclusion code is being updated.

Event description:
Additional information received reported the device delivered morphine and baclofen. The patient reportedly required hospitalization as a result of the event and experienced vice-like pain in their right foot along with weakness distal of the right lower leg. An MRI/x-ray/CT scan was done on (B)(6) 2013 however it was not specified which was done. The cause of the event was the distal/spinal segment catheter; the distal tip appeared lodged amongst nerve roots in the region of arachnoiditis at the proximal l4 level. The health care provider (hcp) had attempted to withdraw the catheter to the l2 level, the patient had benefit for twelve to eighteen hours, then the pain returned and the system was then removed. The health care provider (hcp) provided an explant date of (B)(6) 2013 however this was conflicting as the device manufacturer registry had a date of (B)(6) 2013. The patient outcome was listed as a non-serious injury/illness.